Event description:
The customer reported that the 9900 system displayed an overload fault error. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an on site investigation. The snubber pcb, the high voltage transformer tank, the generator driver pcb, the backplane pcb, the high voltage cable, the high voltage igbt with insulators, and the x-ray tube were replaced. The filaments were calibrated. The system was tested and operates as intended.